Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported experiencing high blood glucose, nausea and blurry vision. The blood glucose reading was 244mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date, basal rates, and bolus wizard settings were correct. Assisted the customer to run a high pressure test and the test failed. No further information was provided.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to moisture damage on the force sensor resistor. Unable to perform the occlusion and excessive no delivery test due to the prime anomaly. However, pump passed the displacement test. A cracked display window, missing end cap sticker and cracked case was noted during visual inspection.